Event description:
It was reported that the pt was implanted (B)(6) 2008 in (B)(6), moved to (B)(6) in (B)(6) 2009. The pt arrived in (B)(6) with all electrodes active. Testing revealed that electrodes 1 & 2 were hi, and 11 & 12 were short-circuited. The previously mentioned electrodes have all been deactivated globally. The pt and his mother returned to the clinic on (B)(6) 2010, for routine programming. The mother revealed that the pt's already limited reaction to environmental stimulation had decreased further. Testing was performed and it was revealed that in addition to hi electrodes 1 & 2, short-circuit electrodes 11 & 12 that now electrodes 7, 8, & 9 are hi.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.